Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, four images were submitted for evaluation. The images appear to show that the patient had several burns in multiple locations where the grounding pad had been placed. Visual inspection was based solely upon a review of the photographs received. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the patient burn remains unknown.

Event description:
Related manufacturer reference: 2184149-2018-00207. During an ablation procedure, a patient burn occurred. The patient experienced a burning pain at the grounding pad location and the procedure was stopped. Blisters were noted around the perimeter of the grounding pad located on the lateral hip. There were four blisters with varying sizes. The pad was removed and a new grounding pad was placed on the opposite side of the body on the same area. The lesion was then able to be completed with no additional issues. The burn was treated with triple antibiotic ointment with padded tegaderm and the patient is being followed.